Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review for both lots verifies that the devices were manufactured in accordance with documented specification and procedures. The complaint device is one of the following: (3501680, lot # 5975687. Manufactured on 2/1/2010 and expired on 2/28/2014), ( 3501680, lot # 5985513. Manufactured on 4/1/2010 and expired on 4/30/2014). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 4475cc and experienced deflation on unknown side breast implant. As a result, the patient underwent removal and replacement with a saline mentor breast implant of unknown type on (B)(6) 2018. The lot/serial number of the device are unknown; however, it was either (B)(4). The complaint file will be reassessed if additional information comes in the future.